Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Patient was implanted with patient specific implants and a plate on (B)(6) 2012. On an unknown date patient developed an infection. Patient was returned to or on (B)(6) 2012, hardware was removed, wound was cleaned and patient was revised to another plate and screws. Hardware was disposed of by the facility. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.